Event description:
Homemonitoring reported an episode show rv lead noise. All lead trends appear stable. Short interval counter trend suddenly increased. Advised to evaluate lead further. Lead currently remains implanted.

Manufacturer narrative:
Combination product: yes, the lead was explanted on (B)(6) 2024. Additional report of possible fracture received. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes. The lead was explanted on (B)(6) 2024. Additional report of possible fracture received. Upon receipt, the lead under complaint was found cut 11.5 cm distal to the df4 connector pin. The proximal and a medial fragment (approximately 5 cm length) were received for analysis. The distal fragment including the lead tip was not received for analysis. The returned lead fragments were analyzed. The inspection revealed that the insulation was, apart from the present cut, free of breaches. During the electrical analysis, the dc resistances of the received conductor fragment/s were measured. No peculiarities were found. Further analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported clinical observations. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Homemonitoring reported an episode show rv lead noise. All lead trends appear stable. Short interval counter trend suddenly increased. Advised to evaluate lead further. Lead currently remains implanted.